Event description:
It is reported that the pt bent deeply and there was a sudden cracking in the right knee joint followed by an immediate feeling of instability. Upon revision, the post was found to be broken off of the articular surface.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.